Event description:
The hcp reported that prior to device replacement, the pt was experiencing syncopal episodes and underwent several tests that all came back normal. The pt was on a high dose of baclofen---2000mcg/ml at 1020mcg/day. No device troubleshooting was done. The pump was explanted and replaced after an implant duration of 69 months. The pt is reported to have recovered without sequela.

Manufacturer narrative:
Device analysis results not availabe at the time of this report. A follow up report will be sent when analysis is complete.